Event description:
It was reported that the radiofrequency ablation generator's temperature liquid crystal display was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a damaged temperature liquid crystal display. The device passed final functional testing and no anomalies were found.